Manufacturer narrative:
The actual device has been returned for evaluation. One 6f angioseal vip was returned for evaluation to terumo medical corporation at (B)(6). One each of the following was returned: carrier tube assembly, aluminium pouch and tyvek pouch. The hemostasis sheath and arteriotomy locator was not returned. There was blood like substance observed on the tip of carrier tube assembly which covered the collagen. The bypass tube was located at the manufacturing position. The manufactured slit was unable to be measured since the collagen had expanded. The expansion of the collagen was likely due to exposure of the collagen to blood like substances or moisture. Dried blood like substance could be observed on the collagen and around the bypass tube. The complaint cannot be confirmed for failure mode of dimensional insufficiency. The device was likely contaminated during use by prolonged exposure to blood like substances leading to expansion of collagen within the carrier tube and making the slit appear wider. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A trend analysis was carried out and there have been no similar reports for this part/lot number combination. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they noticed a large split when using the angio-seal device. The following information was reported by the user facility: the doctor was trying to insert the angioseal delivery tube into the hemostatic valve of the angioseal sheath. The angioseal would not advance past the bypass tube and doctor noticed a large split in the distal end of the delivery tube. The sheath position was maintained and another angioseal was successfully deployed. Patient condition is reported to be satisfactory. The procedure outcome was reported to be satisfactory.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.